Event description:
The pt stated that, on the display screen of his infusion device, the second number in the hour looks like a lower case "r". He stated that all of the other numbers display properly and the rest of the info appearing on the screen displays properly. During troubleshooting with a company rep, he reported that the infusion device had not been exposed to water or moisture, it had not been dropped, and no apparent cracks or damage were observed when he inspected the infusion device. The pt also conveyed that his blood glucose had recently been elevated. He stated that it was 269 mg/dl at lunch time on the day of the call (in 2007). He stated that his target blood glucose value was 100 mg/dl. He reported feeling tired as a result of his elevated blood glucose. He had bolused insulin to reduce his blood glucose. During troubleshooting, he stated that he fills his glass cartridges and reuses them up to 3 times. He was educated regarding the importance of single use of his insulin cartridges in accordance with product labeling. He also stated that his nutritionist recently modified his diet and changed his bolus amounts and timing. He was advised to discuss his blood glucose elevation with his physician and nutritionist. Based on the display concern, the infusion device was replaced and requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the immediate concern.